Event description:
It was reported that when the implantable cardioverter defibrillator (ICD) was interrogated for implant, it was found to be at end of service (eos). The device was not used. There was no patient involvement in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).